Manufacturer narrative:
Only the anchor deployment tool was returned. Unfortunately the anchor that would show the alleged evidence of the anomaly, was not returned. No anomaly was seen with the anchor deployment tool..

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (500 mcg/ml, 75 mcg/day, unable to obtain lot) via an implantable infusion pump. The concomitant medications and the indication for use was noted as unable to obtain. A problem with the anchor occurred during the implant procedure. When the hcp went to implant the anchor, the anchor started to compress in the front and in the back of the wings. The hcp removed everything and used a new anchor. It was also noted that the catheter was explanted and replaced. The hcp reportedly had no further information. The device was returned for analysis. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (500 mcg/ml, 75 mcg/day, unable to obtain lot) via an implantable infusion pump. The concomitant medications and the indication for use was noted as unable to obtain. A problem with the anchor occurred during the implant procedure. When the hcp went to implant the anchor, the anchor started to compress in the front and in the back of the wings. The hcp removed everything and used a new anchor. It was also noted that the catheter was explanted and replaced. The hcp reportedly had no further information. The device was returned for analysis. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.